Event description:
It was reported that this pacemaker exhibited undersensing on the ventricular channel. Additional information was received that thresholds were noted to rise on the right ventricular (rv) lead. No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this pacemaker exhibited undersensing on the ventricular channel. Additional information was received that thresholds were noted to rise on the right ventricular (rv) lead. Further information was received that this device was explanted due to therapy upgrade. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited undersensing on the ventricular channel. No adverse patient effects were reported. At this time, this device system remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use.

Event description:
It was reported that this pacemaker exhibited undersensing on the ventricular channel. Additional information was received that thresholds were noted to rise on the right ventricular (rv) lead. Further information was received that this device was explanted due to therapy upgrade. No adverse patient effects were reported. This device has been received for analysis.